Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burning smell. The field service technician (fst) found that the distributing board was burned by the heater and power supply block. The burned board was noticed during heat/disinfection of the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours was unknown and the distribution board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned distribution board. The fst replaced the distribution board and box, power logic board, power supply, heater rod, level detector module. The fst reported there was heater damage to the heater rod wire harness. The fst could not confirm if the power supply or power logic board had physical damage. The fst stated that the level sensors could not be calibrated which required the level detector module to be replaced. The fst was informed that since this machine had been down for awhile to replace all the parts that were ordered to resolve the issue. The fst then placed the machine into service mode and calibrated the temperature and conductivity and then verified all pressures and settings. The machine then passed all functional checks and tests. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The fst confirmed that the original parts are available to be returned for physical analysis.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the distribution board and box, power logic board, power supply, heater rod, and level detector module. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified that the distributing board was burned by the heater and power supply block. Therefore, the complaint event was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burning smell. The field service technician (fst) found that the distributing board was burned by the heater and power supply block. The burned board was noticed during heat/disinfection of the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours was unknown and the distribution board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned distribution board. The fst replaced the distribution board and box, power logic board, power supply, heater rod, level detector module. The fst reported there was heater damage to the heater rod wire harness. The fst could not confirm if the power supply or power logic board had physical damage. The fst stated that the level sensors could not be calibrated which required the level detector module to be replaced. The fst was informed that since this machine had been down for awhile to replace all the parts that were ordered to resolve the issue. The fst then placed the machine into service mode and calibrated the temperature and conductivity and then verified all pressures and settings. The machine then passed all functional checks and tests. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The fst confirmed that the original parts are available to be returned for physical analysis.

Manufacturer narrative:
Additional information: plant investigation: parts were returned to the manufacturer for physical evaluation. The distribution board was returned with thermal damage on heater terminal block. A piece of the heater wires from the power supply and heater element are melted onto the terminal block. The board is charred and around the damaged terminal block, however, the connectors on the distribution boards were not affected. Due to the condition on the board, the distribution board was unable to be tested. The distribution box with cover was returned charred on the inside of the cover. The damaged was caused by the thermal event on the terminal block from the distribution board. The heater rod was returned with thermal damage on the brown (hot) wire. The heater wires and ground were found to be in specification. The power supply was returned with thermal damage at the end of the heater cable. A detailed inspection on the power supply found no discrepancies. The heater cable on the power supply was replaced for testing. The rinse program, dialysis mode, self-test program, and power supply check functioned properly during testing. The level detector module was returned with no damage. The self-test program was completed without failures. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burning smell. The field service technician (fst) found that the distributing board was burned by the heater and power supply block. The burned board was noticed during heat/disinfection of the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours was unknown and the distribution board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned distribution board. The fst replaced the distribution board and box, power logic board, power supply, heater rod, level detector module. The fst reported there was heater damage to the heater rod wire harness. The fst could not confirm if the power supply or power logic board had physical damage. The fst stated that the level sensors could not be calibrated which required the level detector module to be replaced. The fst was informed that since this machine had been down for awhile to replace all the parts that were ordered to resolve the issue. The fst then placed the machine into service mode and calibrated the temperature and conductivity and then verified all pressures and settings. The machine then passed all functional checks and tests. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The fst confirmed that the original parts are available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burning smell. The field service technician (fst) found that the distributing board was burned by the heater and power supply block. The burned board was noticed during heat/disinfection of the machine. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine hours was unknown and the distribution board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned distribution board. The fst replaced the distribution board and box, power logic board, power supply, heater rod, level detector module. The fst then placed the machine into service mode and calibrated the temperature and conductivity and then verified all pressures and settings. The machine then passed all functional checks and tests. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The fst confirmed that the original parts are available to be returned for physical analysis.